Event description:
One pt sample with discrepant results. Initial ckl gave zero (0) u/l; repeat gave 341 u.l. Calcium gave 0.08 mg/dl; repeat gave 12.54 mg/dl. No erroneous results were reported. If add'l info is received, appropriate notification will be provided.